Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "foreign body reaction".

Event description:
Healthcare professional reported left side "significant fibrosis and sclerosis" and "foreign body reaction" diagnosed by histology testing of the capsule. The device has been explanted and replaced with another manufacturer's device.